Event description:
Healthcare professional reported valve was removed due to a tear/hole in the base of one of the cusps after approx three years. Before explant the pt became febrile and the doctor suspected endocarditis.